Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Due to the batch being unknown, no DHR review can be completed. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that there was no insulin flow through the bd nano¿ pro ultra-fine¿ pen needle while priming it. Additionally, the button on the pen was difficult to press and had to be held for 30 seconds instead of 10. The following information was provided by the initial reporter: "consumer stated, no insulin flows when priming stated, no insulin flow when taking injection stated, when taking injection, he leaves the needle down for 30 seconds instead of 10 seconds." "I have been having problems injecting insulin sometimes with your needles, bd nano pro 320555 100's when I do a test before injections, I depress the button and it is very hard to push down and sometimes nothing comes out. I had this happen a few times I do the injection and pull the needle out and insulin shoots out of the needless I don't know if I received the injection or not (this is concerning). Sometimes it is very hard to depress the button to get the injection in."